Event description:
Rptr stated that a comparison between their surestep meter and a hcp meter was 255 mg/dl (ss) and 161 mg/dl (hcp), respectively (58% difference). No symptoms were reported. There was no allegation of harm.